Manufacturer narrative:
No device available for return.

Event description:
It was reported to nevro that the patient passed away two weeks after the implant procedure. The physician believes the cause of death was pneumonia and not device related.